Event description:
It was reported that post implant a realize adjustable band, the port was noted to have flipped on (B)(6) 2010. The port was replaced on (B)(6) 2010 with reported patient consequence.

Event description:
A customer contacted baxter's technical service center and reported receiving a check heater line alarm on the homechoice (hc) machine during the fill cycle. During troubleshooting, the home patient (hp) discovered that the spike wasn't in all the way. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was not aware of this event, however, the patient has been seen since this event and has resumed therapy. There was no patient injury or medical intervention associated with this event. Product surveillance contacted the patient on (B)(6) 2010. According to the patient there was no defect with the cassette. The patient stated he just failed to fully spike the bag. The patient stated he has not had any further issues.

Manufacturer narrative:
(B)(4). A sample was not received for evaluation, however, per the complaint description, the spike separated from the bag due to use error. The user had not fully seated the spike in the bag port. Therefore, the root cause was determined to be use error. Labeling review found that the direction insert for the disposable set states in the spiking procedure box that after the tip protectors are removed, "immediately insert spike into container until it is fully seated." The user manual states in the cautions and warning section to check all disposable set connections for a secure fit before beginning your therapy. A batch review of the reported lot number was found to be acceptable.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.